Event description:
Suffers from profound and permanent neurological injuries [nervous system disorder], severe and permanent physical injuries [injury]. Case description: an attorney reported that his now (B)(6) female client used fixodent denture adhesive, version unknown cream and/or super poligrip denture adhesive cream, as her denture adhesive of choice after receiving full dentures in 1994, with last known use in approximately (B)(6) 2010, and reported the following: suffers from profound and permanent neurological injuries and severe and permanent physical injuries. Health care professional was visited. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - full dentures since 1994. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.